Event description:
It was originally reported that the surgeon used both the punch and tap prior to insertion of the anchor. At approximately the half way point, the anchor broke. Surgeon was satisfied that the suture would hold and left the anchor in the patient. No serious injury occurred. Follow-up investigation: procedure was an open rotator cuff, as the surgeon inserted the implant it cracked and broke. The proximal end of the implant remained on the driver and was removed with the driver. The surgeon pulled on the sutures and felt the fixation was good. Case was completed successfully.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was originally reported that the surgeon used both the punch and tap prior to insertion of the anchor. At approximately the half way point, the anchor broke. Surgeon was satisfied that the suture would hold and left the anchor in the patient. No serious injury occurred. Follow-up investigation: procedure was an open rotator cuff, as the surgeon inserted the implant it cracked and broke. The proximal end of the implant remained on the driver and was removed with the driver. The surgeon pulled on the sutures and felt the fixation was good. Case was completed successfully.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission for device evaluation. Device history record review revealed nothing relevant to this event. The evaluation of the returned device revealed that the distal-most thread is damaged and compressed into the adjacent thread which is also deformed/crooked to some degree. Tip or distal thread broke diagonally. The vent hole between second and third threads is collapsed and subsequent vent holes are deformed; compression-stress marks were observed on minor diameter area between threads; multiple crack lines were noticed on the screw surface. The device's directions for use warns: "attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion." Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, and/or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.